Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this active

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. During fill one of the patient¿s treatment, the patient began to feel full with general discomfort and proceeded to contact their peritoneal dialysis registered nurse (pdrn). The pdrn assisted the patient with performing a stat drain and the patient drained 4731ml of fluid. This value is 216% the patient¿s fill volume of 2193ml. It was also mentioned that the patient had received an m65 scale reading error during fill one of their treatment. Upon reporting the iipv event to a technical support representative, the patient was advised to discontinue use of the cycler. The patient reverted to manual supplies to complete their treatment. Follow up with the patient¿s nurse verified that the patient did not develop any injuries or require medical intervention as a result of the issue. The symptoms were alleviated following the stat drain that was performed. The patient received a replacement cycler and has continued with peritoneal dialysis therapy without complication. Additional information was requested but is unavailable.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated treatment was completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A load cell verification test was also performed and the cycler was found to be within tolerance. An internal inspection found no discrepancies within the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances noted during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions or defects that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.